Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up process in order to power on. The customer advised that when the device attempts to boot up, that it has a service led and a white display. A white display is indicative of a device lockup condition. The reported device behavior would prevent defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio-control replaced the system controller (sc) pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed sc pcb assembly and observed that an integrated circuit (ic), designator u61, had excess current leakage which depleted the device's coin-cell battery and caused multiple non-critical event codes to be logged by the device. No white screen or boot-up issues were observed. It is possible, however, that an issue with u61 could result in intermittent white screen or incomplete boot-up and as a result may be a potential cause of the reported issue. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up process in order to power on. The customer advised that when the device attempts to boot up, that it has a service led and a white display. A white display is indicative of a device lockup condition. The reported device behavior would prevent defibrillation if it were necessary. There was no patient use associated with the reported event.